Event description:
Customer complaint (recalled product): per public email folder: consumer is now suffering from 3rd degree burns on her breast as the pad did not shut off automatically and got much too hot.